Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Event description:
Discrepant sodium results were obtained for 25 patients. Initial results were obtained on an advia 2400 and reported to the doctors. The samples were rerun after maintenance and recalibration of the instrument, and corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient interventions as a result of the discrepant results.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer recalibrated the instrument and the results came back to where they should be. A siemens field service engineer (fse) was sent to the customer site. He advised the customer to run hot water through the buffer lines to remove any salt or contamination that may have built up in the ise line and unit/electrode. The fse then checked out the system, recalibrated and ran qc. The instrument is performing within specifications. No further evaluation of the device is required.